Event description:
This case was reported by a lawyer via (B)(4), and described the occurrence of unspecified injury in a female pt who used poligrip denture adhesive cream (formulation unk) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unk date, the pt began using poligrip. At an unk time after starting poligrip, the pt experienced unspecified injury. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(4) 2010, via medical records. On (B)(6) 1999, the pt had low copper levels and was receiving intravenous copper supplementation with very little success. The pt had no symptoms except fatigue and a low blood count. On (B)(6) 2000 during a rheumatology clinic visit due to copper deficiency, the pt had complaints of chronic pain in her muscles and bones. The pt had abnormal sensations in her hands and feet, which had worsened over the past several months. The pt had no abnormal dietary problems, no history of other neurologic difficulties, and no history of exposure to any toxic chemicals. The decision was made to hospitalize the pt to do a complete workup and to administer intravenous copper supplementation. On (B)(6) 2000, it was reported the pt had remarkable improvement in all her symptoms with a complete loss of her tingling sensations in her fingers and a marked increase in her activity, since receiving intravenous copper supplements. She reported feeling the best she has felt in several years. On (B)(6) 2001, the pt continued to receive copper injections. On (B)(6) 2005, the pt was taking oral copper supplements, but complained of nausea. Her port-a-cath was removed due to intravenous complications. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).